Event description:
The balloon could not be loaded onto the wire during prep of the balloon. The balloon was removed and replaced with no reported harm to the patient. Manufacturer response for balloon dilatation catheter, 3.75mm x 15mm balloon, 142cm cath, nc euphora noncompliant balloon dilatation (per site reporter).